Event description:
It was reported that a chest x-ray revealed that the lead was fractured. The lead exhibited intermittent capture and loss of sensing. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the proximal and distal insulations and coils were abraded. The reported fracture was caused by the abrasions.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.